Manufacturer narrative:
Reporter phone number (B)(6). Date of event is estimated.

Event description:
It was reported that patient experienced ineffective therapy. X-rays showed that the lead had migrated. Surgical intervention may take place to address the issue.

Manufacturer narrative:
Corrected data d6a - date of implant it was reported to abbott a patient had ineffective stimulation post full implant. The patient required a 90 cm lead which wasn¿t available. X-ray showed the lead had moved after insertion and a longer lead was needed. Surgery is waiting availability of a model 3189 lead which was on back order. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, the cause of the reported issue was determined not to be product related.